Event description:
It has been reported that the provisional fractured during the sterilization process.

Manufacturer narrative:
Upon reassessment of the reported event, the event is being reported on MFR 0001822565 - 2017 - 08264 this MFR will be voided.